Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior open reduction bone graft fusion and internal fixation due to l4 vertebral spondylolisthesis. Intra-op, set screw's plug slipped. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. The break off hex also has some damage,possibly from the removal process. Functional evaluation with a sample mas head found the set screw was still able to be fully engaged. The above observations are consistent with misalignment of the mas head and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.